Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; stylus was found broken. Analysis also found an error in the programmer update history. (B)(4).

Event description:
It was reported there were problem issues with the pen and screen; pen was loosing connection and screen occasionally reacted on finger touch. The programmer was returned for repair. No patient complications have been reported as a result of this event.